Event description:
It was further reported that the patient was hospitalized for the procedure. An intravenous (IV) line was placed and monitoring was performed. The ventricular assist device (vad) was stopped for an approximate 15" seconds and the driveline cover was removed with scissors.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ pump d4: model #: 1104/ catalog #: 1104/ expiration date:31-mar-2016 / serial or lot#: (B)(6) , d9: no h3: no h4: mfg date: 31-mar-2014 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the driveline boot cover (unknown lot number) were not returned for evaluation. A review of the pump¿s and controllers' device history records was not performed as the reported event and analysis associated with these devices are not related to a manufacturing or servicing issue. A review of the driveline cover¿s device history review could not be conducted since the lot number was unknown. There was no evidence that the driveline boot cover associated with (B)(6) had previously been serviced. On-site inspection of the driveline cover revealed that the boot cover was hardened and difficult to move. As a result, the reported event was confirmed. Log file analysis revealed a controller power-up event, with an associated motor start event, logged on (B)(6) on (B)(6)2024 at 14:51:52. Analysis of the event log file revealed that, prior to the power-up event, the controller had last been in use on (B)(6) 2017, indicating that the power-up event likely occurred during a controller exchange. Ad additionally, two (2) vad disconnect alarms were logged on (B)(6) 2024 at 14:52:00 and 14:52:37, indicating physical disconnections of the driveline from the controller, likely during a controller exchange. Based on the available information, the most likely root cause of the observed vad disconnect alarms and controller power-up event can be attributed to a controller exchange. A stuck driveline cover removal was performed to mitigate the reported conditions. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty moving the driveline boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Additional products: d1: heartware ventricular assist system ventricular assist device (vad) d4: serial#: (B)(6) h3: yes h6: the codes present in section h6: correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Vd4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was scheduled for a driveline cover removal procedure at the end of the month, due to the driveline cover is very difficult to move. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.